Event description:
MFR received a report of a pt falling from a lift as a result of a sling becoming unhooked during transfer. The pt allegedly sustained a broken arm and leg. The lift involved has been in service for over 7 yrs and no malfunction has been reported.